Manufacturer narrative:
Care is required when using and removing the 2 fr v-cath PICC. Authorization has been given for the used device to be returned to hdc. On receipt of the device and after sterilization the returned item will be examined as part of the investigation of the occurrence.

Event description:
Based on the report "attempt was made to remove long line. Removed about 2cm when resistance was felt. Nursing staff tried to remove the line, but failed. The attending dr was called and he attempted to remove the line. The line broke off in the child's right leg. A part of the line could be seen on a x-ray and was then removed surgically."